Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left motor is grinding and the chair veers to the left.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was corrosion in the motor brake assembly, which confirmed the original complaint issue.

Event description:
Dealer states the left motor is grinding and the chair veers to the left.